Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl; cause was unknown. Customer consumed "sugar in coffee" to address bg level. Reportedly, customer continued to use the pump for insulin therapy.